Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? Product code and lot number? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? Describe medical/surgical intervention for pain including dates and results. What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2015 and the mesh was implanted. It was also reported that symptoms were cured. However, eighteen months later, the patient presented with right sided pelvic pain 4-6 cm from exit point of the mesh. The patient was treated with injection of la and steroids which improved the symptoms by seventy percent. The patient was also managed via mdt physical therapy and chronic pain team. At last follow up, symptoms improved. The device remains implanted. Additional information has been requested.